Event description:
Reportedly, during testing before insertion, balloon was found to be defect. It was further reported that the balloon did not inflate. No pt complications reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.05 inches in length, at the 12.5 cm area (distal of the thermal filament). No visible damage was observed to the balloon latex.